Manufacturer narrative:
Catalog number has been corrected in tab d. Further, upon investigation it was found that if the mattress had deflated as alleged, the air cells would have deflated evenly with no tilt to one side or the other. Additionally, underneath the air cells of the mattress there is a single, flat layer of foam. If the top half of the mattress had completely deflated, the patient would have been laying on a uniform layer of foam so would not have pushed towards one direction or the other. Given this information, it was determined that it is unlikely that the mattress had caused or contributed to the alleged patient fall. Device not made available for evaluation.

Event description:
It was reported that the patient rolled out of bed, hitting her head on a night stand causing a hematoma on the left side of her head. It was further reported that the patient received unknown medical intervention. No further details were given at this time.

Event description:
It was reported that the patient rolled out of bed, hitting her head on a night stand causing a hematoma on the left side of her head. It was further reported that the patient received unknown medical intervention. No further details were given at this time.